Event description:
Ems personnel were attending to a pt, condition unk. The pt was countershocked eight times and converted on the last attempt before the device lost power prematurely. The pt later expired at the hospital however the reporter stated the alleged malfunction did not cause or contribute the pt's death. This opinion was based on the reporter's assessment of the pt's viability.